Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the endovascular treatment of a 57mm abdominal aortic aneurysm on an unknown date. It was reported that during the index procedure, the supra-renal stents of the bifurcate bunched up leading to difficulty removing the delivery system. The physician then used a molding balloon to correct this. As per the physician the cause of the event was anatomy and neck angulation. No additional clinical sequelae were provided and the patient is fine.